Manufacturer narrative:
As this device was disposed, an analysis could not be performed. The complaint source confirmed that the product had been disposed and no analysis was possible. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. A similar complaints review could not be performed as the batch number is unk. The cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent did not fully deploy and withdrawl resistance occurred. The 85% stenosed lesion in the heavily calcified, moderately tortuous mid left anterior descending (lad) artery was predilated, however, due to the calcification, was unsuccessful. The physician attempted to use a taxus express2 drug eluting stent to treat the target lesion in the lad, but the stent balloon would not completely inflate. After the stent balloon was inflated, the stent was described as a "dog bone" . It was open at the ends, but not in the middle. The stent never fully dilated. When withdrawing the device, the physician encountered balloon withdrawal resistance. The stent was post dilated, but again the balloon did not completely inflate due to the calcification. The balloon became stuck, but was able to be removed using unk maneuvers. The procedure was completed at that point. The following day, the patient came back to the ccl with complaints of chest pain. A different physician attempted to open the stent again, but was unsuccesful. The patient as sent for bypass surgery. No further patient complications were reported. Patient status is satisfactory.